Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 398 mg/dl. Troubleshooting for high blood glucose was performed. Customer went to the hospital twice as a result of high blood glucose levels. Customer's father advised the insulin pump was out of insulin and the low reservoir alarm did not occur. Customer experienced ketones, dehydration, vomiting, high blood glucose and was admitted into the emergency room. Customer was wearing the insulin pump at the time of hospitalization.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.